Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The rear caster wheel was ordered for replacement. No report of patient involvement.

Event description:
The hospital reported the unit's caster wheel was bent. There was no report of patient involvement.